Event description:
In the middle of laparoscopic appendectomy, surgeon went to fire the 44 mm stapler and the device failed to fire. Another 45 mm stapler was opened and the new battery was used to replace the defective one on the stapler that was still within the patients abdomen. Even after the battery exchange, the device still failed to fire. The device was then completely removed and switched out for a different device and battery with a different lot number. The device fired perfectly; however, the removal and replacement of the stapler caused damage to patient's tissues at the base of their appendix. This caused surgeon to have to place the stapler line anterior to the damage above the base of the appendix to avoid any further complications.